Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
Patient dislocated due to trunnion failure.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was confirmed following visual inspection of the image of the explanted stem. Method & results: device evaluation and results: visual inspection: the device was not returned, however an image of the explanted accolade stem was made available. The image showed wearing of the stem trunnion. Medical records received and evaluation: review of the provided x-ray by a clinical consltant concluded. "The pictures and x-ray confirm the event with loss of taper lock and tilting of femoral head over trunnion remnants. There is metallosis visible in the tissues due to taper substance loss although the cause of the problem is not readily evident. The stem has adequate size and position with stable bone ingrowth while also the cup appears with an adequate inclination and anteversion as far as evident on ap view, there is no lateral x-rays for cross-check of anteversion but on the ap view, no issues. As such, is the cause of failure not evident from the current information and can this case not be solved with the available information unfortunately." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the provided x-ray by a clinical consultant concluded "the stem has adequate size and position with stable bone ingrowth while also the cup appears with an adequate inclination and anteversion as far as evident on ap view, there is no lateral x-rays for cross-check of anteversion but on the ap view, no issues. As such, is the cause of failure not evident from the current information and can this case not be solved with the available information unfortunately." The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, additional x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient dislocated due to trunnion failure.